Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring. No further informaiton has been provided.